Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a granuloma at the catheter tip and was also showing signs of a pump pocket infection. It was planned to tie off the existing catheter and place a new one two levels below the site; the pump was to be explanted and a new one placed contralaterally. The drugs in the pump at the time of the event were hydromorphone, clonidine, bupivicaine, and compounded baclofen. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.